Event description:
It was reported that when using the bd pyxis¿ medbank tower, a medication issue error occurred wherein two tablets were intended to be issued however, only one tablet was dispensed and an incorrect remaining quantity of zero was documented due to a quantity entry error. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by incorrect quantity update during dispensing and lack of cycle count access onsite. A technical support specialist received a report of incorrect medication dispensing where 2 tablets were required but only 1 was taken and the remaining quantity was updated incorrectly to zero. Verified that no staff onsite had cycle count access and directed the customer to pharmacy to obtain access and correct the count via cycle count. The system functioned as intended after the technical support specialist troubleshot the device.